Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube) and cracked battery tube threads.

Event description:
The customer reported via call that the insulin pump battery side where the battery goes on was damaged. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that insulin pump was buzzed and getting notification to remove insulin pump immediately. Customer state that reservoir lip ring was damaged. The insulin pump will be returned for the analysis.